Event description:
On (B)(6) 2013, during a meeting with the certified diabetes educator (cde) to discuss reasons for high bg and to check out pump for delivery accuracy, the patient contacted animas alleging the following: he experienced high blood glucose (bg) all weekend - reading hi on meter remote and hi on cgm . Patient felt very ill, nauseated, had headaches and severe thirst. Ketones were negative. Patient denies any symptoms of illness that could have led to high bg. Patient reports he has lost confidence in the pump and feels the pump is not delivering the dosage that is required. Over the weekend, with bg's up above 600+mg/dl, he changed site/set and rotated the sets. Friday to monday he was high, and saturday morning after breakfast his bg was reading hi, ketones were negative, patient was nauseated and vomiting, with headaches. He changed site/set and changed insulin vial, taking manual injections (using pump to calculate the amount to dose for injection if it said 10u to correct he would take 30 - 45u by shot). He was eating very little, but was able to drink and hydrate. He did not contact his health care provider (hcp) for assistance with bg management over the weekend. He stayed connected to the pump all weekend, but used injections at times, and reports no change of bg whether using pump or injections. Bg finally started responding to 579 mg/dl early sunday. Patient states his bg finally came down to normal range of 200 mg/dl on monday morning. Patient states he is seeing a pattern after of elevated bg after breakfast every day. The cde reports adjustments were made on (B)(6) 2013 to the evening and overnight basal settings. Review by customer technical support (cts) of the prime history identified that patient is not completing fill cannula step, he is not priming a new tubing completely which would result in high bg if the tubing was not completely primed. Cde was available to review in person and observe patient s procedure since the cartridge is empty and a new one is required. Cts instructed patient and cde on proper priming and fill cannula steps, and to use to use different area for site selection since patient states he does have scar tissue and has only used his abdomen for injections and sites for several years. Cde agrees to review other areas of site selection to avoid overuse of same area. The patient will continue use of pump after changing out cart with cde. Cts noted that as the patient used both injections and the pump over the weekend and the bg remained high, it identifies a possible medical concern since the injections were not correcting bg either. There is no indication of pump malfunction. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia . User error cannot be discounted as contributory, as the patient was priming incorrectly and using a location with scar tissue for site insertion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: no defect was found. The black box contains dates from 3/30/2014 to 4/18/2014. Black box and histories for the event on 2/12/2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates.pump passed delivery accuracy test and found to be delivering within the required specifications. Battery cap was not available for investigation. A test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.